Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet occluder was successfully implanted in patient using a 12f amplatzer torqvue delivery system. Landing zone measurements were 13 mm at 45°- and 14-mm at 135°. Device sizing was based on fluoroscopy, which showed a larger anterior chicken wing. Transesophageal echocardiography (tee) was used during the procedure. Close criteria were not satisfied, as tee could not confirm two-thirds of the device past the circumflex artery. No rhythm change occurred. A tension test was performed. Left atrial pressure was above 12 mmhg. Fluid administration is unknown, and no repeat pressure measurement was taken. The device was compressed and offset within the chicken wing. Leak detection around the lobe was inconclusive via tee. No difficulty occurred during implantation. On (B)(6) 2025, it was noted via echocardiogram that the occluder embolized into the left ventricle. The patient was asymptomatic, but the decision was made to surgically explant the occluder. The embolized device did not obstruct blood flow. The implanter believes the cause of embolization was undersizing. The patient was in stable condition at the time of report.

Manufacturer narrative:
An event of device migration one day after the device implant was reported. Device sizing was based on fluoroscopy, which showed a larger anterior chicken wing. During the procedure close criteria were not satisfied, as tee could not confirm two-thirds of the device past the circumflex artery. The device was compressed and offset within the chicken wing. Information from the field mentioned there were no multiple recaptures, no difficulty occurred during implantation. Abbott requested for imaging of the procedure, but this was not provided by the site. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. Physician believes that the cause of embolization could be due to mis sized device which was too small. It is possible that procedural condition could have contributed to this event. However, this cannot be confirmed. The reported hospitalization, and surgical intervention were a result of case-specific circumstances as device was surgically removed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.